Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported developing symptom of tremors and went to hospital. At hospital, the customer was treated with insulin infusion (dose/type unknown). There was no report of death or permanent injury associated with this event a sensor result of 40 mg/dl was compared to a built-in reader reading of 250 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.